Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, the clip was unable to open. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported clip open inability during prep was confirmed via device analysis. Additionally, the collet was observed to be broken and corroded. The release crimper was noted to be loose and the lock line was observed to have slack. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the observed lock line slack is likely related to troubleshooting the reported clip open inability during prep. The observed corroded collet appears to be due to post-procedural circumstances (residual saline solution left in the device from preparation). The investigation determined the observed broken collet and loose release crimper resulting in the reported clip open inability during prep appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.